Manufacturer narrative:
The catheter was returned, and analysis found the anchor was broken. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient reported the patient was receiving fentanyl (2000 mcg at 1222.82176 mcg/day) , bupivacaine (21.6 mg at 13.20648 mg/day), and morphine (7.9 mg at 4.83015 mg/day) via an implanted pump. It was noted the patient had withdrawal-like symptoms of diarrhea, tiredness, nausea, vomiting, and unable to feel bolus on (B)(6) 2021. A catheter dye study was performed, on (B)(6) 2021, and the catheter had migrated out of the intrathecal space and was coiled in the pocket. On (B)(6) 2021, the catheter was replaced and it was noted the anchor eyeholes had been transected by the retaining suture and had shifted and rotated, allowing the catheter to migrate out of the spinal canal. It was reported the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 03-sep-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was using an implantable pump for non-malignant pain. Medical history included chronic pelvic floor pain. It was reported that the patient had a lack of efficacy from the pump shortly after catheter revision surgery in late (B)(6) 2021. There were no known environmental/external/patient factors that may have led or contributed to the issue. A bolus was performed through the ptm with no result. A dye study was attempted but they couldn¿t aspirate on (B)(6) 2021. X-ray showed the catheter had migrated out of the intrathecal space. The issue was not resolved at the time of the report. Surgical intervention was planned but not scheduled.